Manufacturer narrative:
An intuitive surgical inc., (isi) quality engineering (qe) team performed further investigation to identify the probable root cause of reported issue. Based on the investigation , the probable root cause of error 23072 is attributed to a faulty set-up joint (suj) proximal cable. Annex c, d and, g codes were updated based on the additional investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the set up joint (suj) 1 proximal harness and suj1 drape magnet to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported an error 23072 with the universal surgical manipulator (usm) 4. Caller reported the error was intermittent. Tse reviewed logs and confirmed the error 23072 pointing usm 4. Tse informed that the issue may return, and customer may have to disable the usm. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgery continued using all 4 arms, no additional information is available regarding the patient's data.